Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of patients affected by the alleged deficiency? - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. It was reported that "¿the 4.0 monocryl is either falling apart, not holding or something is wrong with it..." - lot number? - please provide additional details about the alleged deficiency. - when did the alleged deficiency was noticed (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - how many devices demonstrated the alleged deficiency? - any pictures available of the devices? - were there patient consequences? If yes, please specify. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6)2024 and suture was used. During the procedure, it was reported to the sales rep that over the last two weeks the 4.0 monocryl is either falling apart, not holding or something is wrong with it. There were no adverse consequences reported. No product returning. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6.